Event description:
Customer reported unexpected negative result when testing a sample on echo 3 cell screen.

Manufacturer narrative:
Customer did not provide any further information. Insufficient information.